Event description:
It was reported the insulin pump will have repeated episodes were it restarts; customer has to disconnect and rewind the device. Alarm history displayed: no delivery alarms, motor error alarms, button error alarms, low reservoir, unexpected restart, external ram crc error alarm and low battery. Alarms noted with different dates. Customer's blood glucose was over 600 mg/dl. Customer's father stated the unexpected alarms were occurring during normal use. Motor error alarms occurred during bolus. Customer father stated the device had small cracks in the rim of the battery compartment. The device was not exposed to an MRI. Customer's does not use sensor feature. Customer was able to rewind the device. Customer's father was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.